Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the blood sampling valve (bsv) on their coulter lh 500 hematology analyzer was not rotating and about 1-2ml of diluent leaked onto the counter. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that when the lh500 was put into secondary (manual) mode, worn tubing connected to the bsv leaked. The fse replaced this tubing which resolved the leak. Fse also replaced the bsv rotary valve actuator and solenoid sol17 to resolve the bsv rotation issue. As a preventative measure, the fse replaced all pinch valve tubing on the front panel (cbc module). The cause of the leak was worn tubing at the bsv. (B)(4).